Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was per-operatively diagnosed with discogenic low back pain at l4-l5 and l5-s1 with severe bilateral lower extremity radicular pain, worse on the right than on the left and underwent the following procedures: posterior spinal fusion, l4 to s1. Posterior lumbar interbody fusion, l4-l5 and l5-s1. Left l4-l5 and l5-s1 laminotomy for decompression. Right l4-l5 and l5-s1 facetectomy for decompression and exposure. L4-l5 and l5-s1 diskectomy. L4-l5 and l5-s1 instrumentation with intervertebral body cages. Segmental posterior spinal instrumentation l4 to s1 with bilateral pedicle screws at l4 and l5 and left unilateral pedicle screw at l5. Implantation of autogenous local bone graft. Implantation of crush cancellous allograft. Implantation of rhbmp-2/acs substitute. As per operative notes,¿ a complete facetectomy was performed at l4-l5 and again at l5-s1. Bipolar cautery was used to coagulate epidural veins in the transforaminal space. Beginning at l5-s1, the disc space was opened, which was found to be quite collapsed. We conformed completed diskectomy using pituitary rongeurs and rasp curettes. We osteotomized the endplate for decortication. We packed some locally obtained bone graft mix with allograft into the intervertebral space. We packed a cage which had been trialed and imaged with intraoperative x-ray with rhbmp-2/acs and impacted into position. This was found to be acceptable, and we turned our attention at l4-l5. The same technique was used at l4-l5. We performed a complete diskectomy followed by decortication. A trialing was performed before decortication. The cage was packed with a rhbmp-2/acs sponge. The interspace was packed with locally obtained bone graft mixed with allograft. The cage was impacted in position and was found to be acceptable. We performed decortication of the lateral gutter on the left side. We packed the bone graft and rhbmp-2/acs was wrapped around the bone graft into the lateral gutter. We used a rod into the screws and performed a compression for this across the screws. Next, we repeated the process on the left hand side.¿ the patient tolerated the procedure well without any intra-operative complications.